Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in 07/2008. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4)..

Event description:
It is reported that the pt received an acetabular cup, left side and stated pain.

Manufacturer narrative:
Additional information was received on august 16, 2017. The devices were returned and the result of the visual examination has been made available. DHR review: the quality records indicate that these components met all requirements to perform as intended. Event summary: patient underwent revision due to pain. Complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s instruction leaflet for endoprosthesis. Devices analysis: visual examination. The returned parts shows damage from the revision surgery such as nicks and scratches and are partially covered with some organic deposits. The durom cup shows damage from the revision surgery such as nicks and scratches. The porous coating of the durom acetabular component exhibited poor bone on growth . Only few bone traces visible. The surface of ldh head is scratched . On the inner surface of the head adapter surface changes due to fretting corrosion could be found. Conclusion: the result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008. The distribution of this product was ceased in the meanwhile. Therefore, zimmer gmbh considers this case as closed again. Zimmer¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a legal claim. It is now reported, that a patient was implanted with a durom us acetabular component 56/50 p on (B)(6) 2007 and was revised on unknown date due to pain.